Event description:
The reporter stated the surgeon attempted to use a cq2015a collamer aspheric three piece lens. Reporter stated the lens was missing a haptic when they started to load the lens into the cartridge. Reporter stated that's how it was received. There was no pt contact.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).